Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00337 on 27-sep-2019. Additional information (30-sep-2019): the customer contacted a siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site. Cse inspected the instrument and adjusted probe heights and alignments, checked mixers, replaced the dilution probe aspiration pump (dip) seal and sample reagent wash pump (srwp), checked the reaction tray wash unit (wud) and found that port 2 was clogged. Cse cleaned and ran quality control (qc) tests. System was left to run and had no high readings of co2_c. Cse replaced reagent (r1) pump and solenoid and checked the valve tests. Qc was performed again, and system was functioning properly. The cause of the discordant carbon dioxide (co2) patient results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. Cse inspected the instrument and adjusted probe heights and alignments, checked mixers, replaced the dilution probe aspiration pump (dip) seal and sample reagent wash pump (srwp), checked the reaction tray wash unit (wud) and found that port 2 was clogged. Cse cleaned and ran qcs. System was left to run and had no high readings of co2_c. The system is functioning properly based upon completion of the specific service task undertaken by siemens.

Event description:
Discordant, falsely high carbon dioxide (co2_c) patient result was obtained on an advia 1800 instrument. The initial result was not reported to the physician(s). Alternative sample was repeated on the same instrument, resulting in a lower value. The repeat result was considered correct and was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.